Event description:
It was reported that the drill was heating up while cutting bone during a spine procedure. The attachment was replaced during a break in the case. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This report will be updated when the eval is complete.